Event description:
Supplies manager reported a dialyzer blood leak that happened during hemodialysis (hd) treatment. In a follow up, a nurse explained that the leak occurred immediately at starting the hemodialysis (hd) treatment and blood went through the dialyzer. The nurse explained that the leak was visually seen in the red hansen line. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used and did alarm with a blood leak alarm. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was no indication of seeing damage noted on the dialyzer. There was patient blood loss estimated to be 250cc. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient finished treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.